Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Tandem¿s t:slim pump user guide indicates: ¿never fill your tubing while your infusion set is connected to your body. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.¿ the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm (alarm 06) occurred with a new cartridge. Reportedly, the customer was not outside of the allowable operating altitude range. Additionally, it was reported that the customer performed the load fill tubing sequence while connected to the pump. Blood glucose (bg) level was 492 mg/dl. During a follow-up, the customer's bg level was 450 mg/dl.